Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was visual inspected internal and external, no issue was identified. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The grip blades opened and closed properly. The instrument was recognized by the test system and successfully passed all functional tests. The instrument was fully functional. No product issue was found. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no product issue (e.g., no damage, no missing pieces, no functional issue, etc.). The instrument as visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.